Event description:
The patient called and stated that every night she experiences a sensation in her chest and occasionally will get lightheaded. The patient stated that this has become more frequent. Follow-up was conducted with the clinic and from the information obtained it was reported that has been seen in the clinic and that their device was reprogrammed from sixty to fifty. It was noted that the patient has palpitations and has been prescribed medications for that. The patient is to be seen again in september. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead implanted: 2013-(B)(6). (B)(4).